Event description:
Customer reported that she had high blood glucose of over 300 mg/dl all last week and her insulin pump is not working correctly. Customer stated that the insulin pump was alarming no delivery during bolus. Customer does not want to return the infusion set or the reservoir for analysis and she declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.